Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while preparing for a robotic laparoscopic hysterectomy procedure, the tower was unable to start up properly de spite at least three restart attempts. During the last shutdown using the I/o button, an electrosurgical unit error was observed. At this point, the start-up specialist (sus) contacted remote service for assistance. The sus was advised to perform a complete system shutdown: "turn off the system via the I/o button, wait for full shutdown, disconnect the ac plug, and allow the ups to completely power down". Upon reconnecting the ac plug and restarting the system, the tower powered on, however, all the robotic arms displayed a communication error, failed to boot and all leds remained off. Remote service instructed the sus to repeat the complete shutdown and restart procedure. After the additional restart the system started up correctly, and the scheduled surgery proceeded as planned. There was no patient involvement.

Manufacturer narrative:
D4: serial #, unique identifier (UDI) #, h3, h4 and h6: annex b, annex c, annex d, annex f and annex g have been updated. Device evaluation: medtronic led an evaluation of the associated device data for the reported arm cart assembly (aca). Evaluation of the device data indicates occurrence of an error code ¿arm1 comms failure¿. Evaluation of the device data for the reported arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. However, the investigation was able to identify the most likely cause as traced to a failure on a separate component of the system. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while preparing for a robotic laparoscopic hysterectomy procedure, the tower was unable to start up properly de spite at least three restart attempts. During the last shutdown using the I/o button, an electrosurgical unit error was observed. At this point, the start-up-specialist (sus) contacted remote service for assistance. The sus was advised to perform a complete system shutdown: "turn off the system via the I/o button, wait for full shutdown, disconnect the ac plug, and allow the ups to completely power down". Upon reconnecting the ac plug and restarting the system, the tower powered on, however, all the robotic arms displayed a communication error stating ""warning: arm communication error. Regain surgeon control. If error reoccurs, discontinue use of arm and contact medtronic support." (Notcode 94, 560, 561, 562). Description: upon detecting a loss of communication with the acs, the tpsc software shall report a system recoverable inoperable_error and send one of the following notifications: for arm_cart_assy 1, send notification 94 for arm_cart_assy 2, send notification 560 for arm_cart_assy 3, send notification 561 for arm_cart_assy 4, send notification 562", failed to boot and all leds remained off. Remote service instructed the sus to repeat the complete shutdown and restart procedure. After the additional restart the system started up correctly, and the scheduled surgery proceeded as planned. There was a delay of 30 minutes due to the reported issue. There was no patient involvement.